Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event "glue of the objective lens of the distal end section was peeled off" was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the adhesive around objective lens was peeled, the bending section cover had a scratch, the video connector was deformed, due to wear of angle wire, bending angle in up direction did not meet the standard value, and the light guide lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the bending section cover adhesive part had a chip while using the endoeye flex deflectable videoscope. The device was returned for evaluation. During the device evaluation, it was found that the tip of the objective lens adhesive was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.